Manufacturer narrative:
The reported complaint of loose door latch pins could not be confirmed. Incident device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was patient involvement.

Event description:
It was reported that out of the 1,369 lvp fleet, that approximately 50 devices represented loose door latch pins. Several of the lvp doors were found to have third-party parts.